Manufacturer narrative:
The complaint is inconclusive since the product was not returned for evaluation. A lot history review (lhr) of huuj0342 showed no other similar product complaint(s) from this lot number.

Event description:
Patient had a dual lumen hickman cvc that burst when she flushed it. She had it for three months. It was on her left side in the subclavian vein. She gets tpn daily through it. It burst where the lumen attaches to the bifurcation. The white lumen was sluggish and the red lumen she had no resistance. She was able to get a blood return from both. She flushed the white lumen daily. Line was placed (B)(6) 2010 on (B)(6) /2011 went to the emergency room because, lumen burst. On (B)(6) 2011 the line was removed.